Event description:
It was reported that during an unknown procedure, there was a leaking port that has caused a delay in the case and an increase in the amount of co2 used to maintain pnuemoperitineum. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? If so, did the noise prevent insufflation? Please describe the noise. There is a hissing heard from the trocar but it did not prevent insuflation. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes there was a pressure drop and it has affected the field of vision. What was the gas consumption rate or volume (liter/minute)? Over 2ltrs have been used in several cases. Were you able to identify where the leak was coming from? I believe the leak is coming from the between the universal seal and the duckbill seal, because of the nature of the surgery the trocars is used at a difficult angle for extended periods of time this may be causing the leak but as this has only been a problem since (B)(6) the rational is that something has changed with the quality of the trocar. Was a device inserted in the trocar during the leaking? If so, what device? Yes 5mm device. Was any torque being applied to the trocar or device? Yes often in the same direction for long periods of time, but again it is important to point out that there was no incidents of leaks before (B)(6) and there has been no change in surgical technique leading ti the rational that the quality of the trocar has dropped. The analysis results found that only the sleeve of the devices (a-e-f) received. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the devices were noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that only the sleeve of the devices (b, c) were returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the devices were noted to leak without a test probe and during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b, c additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4). The analysis results found that only the sleeve of the device (d) was returned for analysis. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device d additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4). The analysis results found that one device (g) was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device g additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4).

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? If so, did the noise prevent insufflation? Please describe the noise. There is a hissing heard from the trocar but it did not prevent insufflation. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes there was a pressure drop and it has affected the field of vision. What was the gas consumption rate or volume (liter/minute)? Over 2ltrs have been used in several cases. Were you able to identify where the leak was coming from? I believe the leak is coming from the between the universal seal and the duckbill seal, because of the nature of the surgery the trocars is used at a difficult angle for extended periods of time this may be causing the leak but as this has only been a problem since november the rational is that something has changed with the quality of the trocar. Was a device inserted in the trocar during the leaking? If so, what device? Yes 5mm olympus johan. Was any torque being applied to the trocar or device? Yes often in the same direction for long periods of time, but again it is important to point out that there was no incidents of leaks before (B)(6) and there has been no change in surgical technique leading ti the rational that the quality of the trocar has dropped. The analysis results found that one device was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.